Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 494 mg/dl. The customer stated that they did not receive no delivery alarm. The customer declined troubleshooting for high blood glucose levels. The insulin pump will not return for analysis.